Event description:
It was reported the patient's lead had migrated and the patient is receiving ineffective therapy. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
A patient experiencing lead migration was reported to abbott. The patient¿s lead was revised. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2021 wherein the scs paddle lead was repositioned to address the lead migration. No product was removed.